Event description:
It was reported that during a procedure with third party products the surgeon was using a synthes reamer irrigator aspirator when the instrument broke apart inside the patient. The surgeon was able to remove everything except three pieces out of the patient. Reporter was unaware if a future revision surgery was scheduled to explant the remaining fragments. The surgeon was able to successfully complete the procedure. There was a 30 minute delay in completing the procedure due to the reported event. It was reported regular reamers were used and a nail was placed in the bone. This is report 1 of 3 for complaint (B)(4).

Manufacturer narrative:
This device is used for diagnosis, not treatment. Procode: hrx. Subject device has been received and is currently in the evaluation process. Placeholder.